Manufacturer narrative:
PMA/510(k) # k162717. Device evaluation: user/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The device evaluation could not be completed for the evo-20-25-10-e device of lot c1889249 as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity: a review of the manufacturing records of lot c1889249 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the instructions for use, ifu0061 which accompanies this device, states ¿when stent point-of-no-return has been passed, pull safety wire out of delivery handle near wire guide port. There is evidence to suggest that the customer did not follow the instructions for use. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU and/label. According to the information available the customer did not pull the safety wire to release the stent. According to the information available the technician forgot to remove the stylet and stent came out with assembly. Summary of investigation: according to the customer after deployment of stent technician forgot to remove the stylet and pull the device and result of that entire stent came out with device. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause was established. The user had not complied with the requirements of the IFU with respect to the intended use of the device. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A supplemental report is being submitted due to completion of the investigation on 28-feb-2023.

Event description:
Technician forgot to remove the stylet and stent came out with assembly. After deployment of stent technician forgot to remove the stylet and pull the device and result of that entire stent came out with device.

Manufacturer narrative:
PMA/510(k) # k162717 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.